Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and found a supply bag lines are blocked message occurred in dwell 2 which was caused by the cycler continuing to pull from the empty supply bag and wouldn't switch to the next supply bag. The problem was fixed by switching the empty supply bag 1 with the full supply bag 2. A subsequent supply bag lines are blocked message occurred in dwell 4. The problem was fixed by switching the empty bag 3 with the full bag 4. The treatment was completed without any further failures or problems occurring. The weighed fill volumes were found to be within tolerance and no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the investigation into the cause of the reported problem was not able to be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the ccpd therapy with the liberty select cycler and the patient¿s death, as reported by the patient contact. Based on the available information, the cause of death cannot be determined at the time of this clinical investigation. However, considering the patient¿s comorbidities and his placement on hospice, the probable cause of death can be reasonably associated with the patient¿s reported comorbidities. Cardiac disease is a well-known contributor to mortality in the environment of end-stage renal disease. Additional contributing factors, such as diabetes mellitus, exacerbate cardiac and renal dysfunction and present a poor prognosis of survival. There were no documented allegations or objective evidence a fresenius product deficiency or malfunction caused or contributed to the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away during treatment. The patient contact wanted to know how to start a stat drain. Technical support provided the information to the patient contact. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient expired at home due to an unknown cause. In the initial reporting by the patient contact, it was stated that the patient was connected to the liberty select cycler at the time of death. The events surrounding this event were unknown yet there was no report emergency services were activated. It was reported the patient had multiple comorbidities that may have contributed to this event as the patient was placed on hospice leading up to the passing (exact date of hospice placement unknown). It was the contention of the pdrn this patient¿s death was not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.